Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, as it was determined the malfunction code was resettable. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to contact support again if the issue reappeared.